Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital. Upon interrogation, it was observed the remaining life of the battery decreased from the previous time. No intervention was performed. The patient was asymptomatic. Further information was requested but not provided.